Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 500 mg/dl at the time of incident. Customer¿s stated that the insulin pump had motor error alarm. Customer was treated with saline drip. Drive support cap was normal. Customer was able to complete rewind. Customer declined troubleshoot for insulin pump. The insulin pump will not be returned for analysis.